Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 424 mg/dl at the time of the incident. Customer experienced symptoms such as vomiting. Customer treated high blood glucose event with manual injections. The insulin pump received insulin flow block alarm. The insulin pump alarmed during manual priming. The customer was assisted with troubleshooting for insulin flow block alarm. Customer declined to troubleshoot for high blood glucose. The device will not be returned for analysis.